Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five months following the implant of this transcatheter bioprosthetic valve, two transcatheter valves were explanted and a new surgical valve was implanted. At the time of initial implant, a valve in valve was performed due to moderate paravalvular leak (pvl). The valves were explanted due to moderate ¿ severe (pvl) and patient fatigue. No additional adverse patient effects were reported.